Event description:
It was reported that patient's right ventricular (rv) lead exhibited high out of range defibrillation impedance. No intervention was done. There were no patient consequences.

Manufacturer narrative:
H6- investigation conclusion code should be "4307 - cause traced to component failure" rather than "4315- cause not established".

Event description:
New information received notes that the right ventricular (rv) lead also exhibited a conductor fracture. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of lead fracture and high out of range defibrillation impedance were confirmed. As received, a partial lead was returned in two pieces. Visual inspection found multiple internal insulation abrasion breaching all cable lumens with ptfe liner intact. One external insulation abrasion breaching the superior vena cava cable lumen was noted distal to suture tie impression and one proximal to the suture tie impression consistent with friction to another device or feature of the heart and friction to the device can. The superior vena cables were intact in this region. Destructive analysis found one of the right ventricular cables was abraded under the superior vena cava shock coil and one showed signs of melting. The cause of the reported events was isolated to the abraded and melted cables found underneath the superior vena cava shock coil. Electrical did not find any indication of conductor fractures; however, an internal short was noted due to the procedural damage to the lead.